Event description:
The lid on the centrifuge slams shut because the gas damper/hydraulic spring. We started using this device in (B)(6) 2012 and it worked well until (B)(6) 2015 when we first replaced this damper, failed and replaced again in (B)(6) 2015, then again (B)(6) 2015 and now in (B)(6) it failed again. Manufacturer response for centrifuge, beckman (per site reporter): since the failure was so quick they replaced the part under warranty, but since this is the fourth time that this has happened in 7 months we have asked them to come out to evaluate it instead of us just replacing the part. We are currently waiting for an eta from them.